Event description:
Reportedly, the instrument fired but the anterior wall was not cut completely. When the surgeon removed the device the lumen broke. The device was discarded. The surgeon used another device to complete the case.